Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. There was no reported adverse impact to the customer. Customer declined troubleshooting with tandem technical support.